Event description:
It was reported by the rep that the (1) hp052 and the (3) dh105 were used during a CABG procedure. It was reported that the system toned out. The blade was replaced twice and the system toned out twice. The operating room time was extended by 15-20 minutes. 7/25/00 add'l info rec'd: rep was not present. Rep responded that the case was completed with the harmonic scalpel handpiece and blade.